Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include painful sexual intercourse, vaginal dryness, recurring infections, bloating, chronic pain and recurring incontinence.